Manufacturer narrative:
All implants were considered as primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). All implants were documented as faultless prior to distribution. The implants were not available; furthermore no x-rays or surgery reports were available. It was reported that the implants were removed because the ¿¿reduction was poor and there was no prospect of bone union¿¿ furthermore the customer stated that ¿¿the implants did not contribute to the event. The reduction was inadequately done in the initial surgery¿ there is no complaint from the customer¿¿ based on these statements a device relationship to the revision surgery can be excluded; the implants did not contribute to the inadequate surgical results of the initial surgery. The operative technique of the gamma3 system includes detailed information regarding the indications and contraindications of the system. The case is attributed to the user. No non-conformity identified. Device was discarded.

Event description:
On (B)(6) 2016, primary gamma3 long nail surgery was performed. But the reduction was poor and there was no prospect of bone union, the revision surgery was performed on (B)(6) 2016. Because the bone defect of trochanteric was terrible, it was reinforced with the locking plate of other company.